Event description:
Ous MDR - after an implantation period of about 3 months, oversensing with inappropriate therapy was reported via home monitoring. During a follow up the day before, no dislodgement nor perforation had been observed. It was decided to explant the lead. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint and the received data were carefully analyzed. The available iegms in episode 2 confirmed oversensing on the rv channel without shock delivery as mentioned in the complaint description. Impedance trends were stable between (B)(6) 2015. A slight increase of the pacing impedance up to 700 ohms since mid-(B)(6) could be observed. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.